Manufacturer narrative:
Other than stated in the user facility report, the hospital did not involve the local dräger s&s organization into any follow-up measures. The statement in the ufr that the internal battery was overaged requiring replacement was obviously determined by a third-party service provider. Due to the aspect that the event was reported with some weeks delay to dräger, no further details such as log file or details of diagnosis could be obtained. Hence, evaluation and assessment of the event could only be done on the base of the initial written description. The general explanation for the reported observation is that the device ran on battery until the latter was depleted, appropriate depletion alarms have reportedly been posted. Further conclusions can't be made since it is not known if the battery lasted for the expected runtime of 30 minutes or if the shut-down was unexpected due to reduced battery because of aging. These details and other contributing factors such as reason for battery operation could have been derived from the log files which are not available. The internal battery shall be checked in regular intervals for its condition and should be replaced every two years under consideration that standard operation conditions apply. The entire device was in operation for nearly eight years now, it is not known when the last battery exchange was performed if ever. The IFU emphasizes that the internal battery serves as an important fail safe mechanism to compensate mains power losses and that it shall thus be checked for proper charging state before every ventilation episode. Dräger finally concludes that the event was related to lack of preventive maintenance and that the manufacturer has initiated appropriate measures to prevent from events like this.

Event description:
It was reported that the device suddenly posted an alarm during use indicating a low battery capacity and shut down. The users reportedly bridged patient support with a manual breathing bag until a replacement device was made available. As per report, the event did not lead to consequences for the patient.